Event description:
Medtronic received information that approximately six years and seven months following the implant of this transcatheter bioprosthetic valve, the patient presented for follow-up and was found to have a change in their murmur. Transthoracic echocardiogram (tte) was performed and showed trace to mild aortic regurgitation (ar). Due to the change in the murmur a transesophageal echocardiogram (tee) was performed to assess for structural valve dysfunction (svd). Tee revealed severe ar with mildly thickened leaflets. The leak was intra-valvular and the jet was eccentric and directed toward the interventricular septum. No treatment was provided and the patient was noted to be new york heart association (nyha) class I. Cardiac computed tomography angiography (cta) was later performed and showed that the right coronary artery (rca) could be compromised if a transcatheter aortic valve (tav) in tav was attempted. Due to the possible risk of the rca if intervention was performed and the fact that the patient was asymptomatic, no treatment was performed. The subject was to follow-up at a future date for echocardiogram and blood work. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A duplicate event was identified and was captured in regulatory report # 2025587-2024-01939. Going forward any new information pertaining to this event will be captured in regulatory report # 2025587-2023-04465. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 6 months following identification of an increased murmur, the patient remained asymptomatic. An echocardiogram and bloodwork were performed. No changes were made at that time. The following month, the patient experienced low blood pressure, weakness, dizziness, and lightheadedness. Unspecified medication changes were made. Approximately 14 days later, the patient returned to the clinical and reported feeling better. Approximately one month later, increased shortness of breath, dyspnea on exertion, and swelling in both feet presented. The decision was made to proceed with a transcatheter valve-in-valve. Approximately 5 weeks later, the patient was hospitalized, and a valve-in-valve procedure occurred. A non-medtronic valve was implanted within the medtronic valve. Additionally, four days following the valve-in-valve procedure, intermittent complete heart block occurred. As result, a bi-ventricular defibrillator was implanted. The physician indicated the complete heart block was not related to the transcatheter valve. The severe aortic regurgitation was reported as resolved. No additional adverse patient effects were reported. From duplicate regulatory report #2025587-2024-01939: medtronic received information that seven years and three months following the implant of this transcatheter bioprosthetic valve, the valve failed. Patient returned to clinic due to increasing symptoms related to structural valve dysfunction (svd) with severe aortic insufficiency and congestive heart failure. Additional information was received that the valve appeared to have thickened leaflets causing aortic regurgitation, severe central aortic insufficiency. Approximately 7 years and 1 month following the valve implant, the patient symptoms experienced was shortness of breath. 7 years and 4 months following the valve implant, a transcatheter aortic valve (tav)-in-tav procedure was performed with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Images were submitted for review. Post-implant transthoracic echocardiogram (tte) images provided from (B)(6) 2023 noted an ejection fraction of 60-65%. The valve implant appeared at a good depth. Aortic regurgitation (ar) appeared moderate with a pressure half time (pht) of 459 milliseconds (msec) and a deceleration slope of 231 centimeters per second (cm/sec). Mild mitral regurgitation and mild tricuspid regurgitation were identified. Post-implant transesophageal echocardiogram (tee) images provided from 2023-aug-08 noted no paravalvular leak (pvl) but severe ar. Fluttering of valve leaflet near the interatrial septum in short axis (sax) view indicated a possible tear. Updated data: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.